Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Implant was partially removed july 20, 2017 due to non-union. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Should further information become available this determination will be reviewed accordingly. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent an anterior lumbar interbody fusion (alif) revision at l5-s1 due to a non-union. During the removal of one (1) unknown antegra plate, four (4) unknown screws and one (1) unknown interbody spacer bone graft at l5-s1, the surgeon was unable to loosen/remove the superior screws from the plate with a sport grip t25 stardrive shaft for matrix-long and stripped the driver (captured in (B)(4)). The surgeon had to burr the plate off below the superior screws. The upper screws at l5 (which were stripped) and the superior portion of the plate (all of which were unable to be removed) were left intact/implanted after the lower three-fourths of the plate was removed with metal cutting burr. The lower screws and unknown interbody spacer were also removed. There was a surgical delay, however the amount of time is unknown. The patient was revised to a competitor's interbody spacer. The event did not result in any adverse consequence for the patient. Procedure was completed successfully. The patient was initially implanted with the unknown antegra plate, unknown screws, and an unknown interbody spacer on an unknown date. This complaint involves three (3) devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant was completely removed on (B)(6) 2017 due to non-union. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.